Event description:
It was reported the customer was experiencing low blood glucose. The customer's blood glucose was 34 mg/dl. Customer stated the paramedics were called to assist them with their low blood glucose. The customer also stated they were not in a vehicular accident. The paramedics treated the customer with a glucagon injection. It was also found the insulin pump turned off with the customer's sensor feature. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.